Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set was leaking. During compounding, fluid was observed to be coming out of the end of the valve set tubing. The connector that attaches to the final bag had popped off during compounding leaving the tubing unattached and leaking solution. This event occurred prior to patient use. There was no patient involvement. No additional information is available.